Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the posterior tibial artery with mild calcification, mild tortuosity and 70% stenosis. The 2.5x120 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion and inflated once to 8 atmospheres but the balloon had ruptured. Another same size armada 18 was used to complete the procedure. There were no adverse patient effects. No additional information was provided.